Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. An arterial pressure alarm occurred during a routine hemodialysis treatment. Attempts were made to reposition the arterial needle to resolve the alarms without success. Partial rinseback was performed, resulting in an estimated blood loss of 30cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to clotting of the circuit preventing completion of rinseback of the patient's blood. Facility staff attributed the arterial pressure alarms to insure with the patient's access. There is no evidence of a device malfunction. The cycler alarmed appropriately. A direct correlation between nxstage system one and the reported blood loos cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.